Manufacturer narrative:
H3: the probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was nicked and slightly bent. Additionally, the probe was also missing the post for marker #4. Otherwise, with markers attached and fully seated the probe displayed good geometry and divot error readings with normal tracking and verification. Analysis found that the reported event was related to an mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the pointer instrument was damaged. There was no patient involvement.